Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 90 to 110 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Back to back blood test performed non-fasting during call on (B)(6) 2015 produced results of 171 mg/dl and 173 mg/dl. Verified storage of product is within instructed spec. Test strip lot MFR's expiration date is 10/13/2017 and open vial date is (B)(4) 2015. Meter memory not recalled. No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned for eval.